Event description:
It was reported that a type 1b endoleak occurred on a cook zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the left. A pre-procedure clinical assessment was completed on (B)(6) 2026, three days prior to the procedure. The primary indication for the procedure was an aortic degenerative aneurysm, and abdominal aortic aneurysm (aaa) whose juxta renal neck measured less than 10 mm. The patient's functional status was independent. The patient's ambulatory status was normal. The patient was hemodynamically stable. Pre-procedure computed tomography (CT) imaging with contrast was completed on (B)(6) 2025, 268 days prior to the procedure. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, celiac artery, superior mesenteric artery (sma), right renal artery, left renal artery were all included in the repair. They were all patent and no stenosis greater than 50% was present. Bilateral iliac arteries and internal iliac arteries were patent. The bilateral vertebral arteries were patent. The aortic valve was native. There was no bovine configuration. The maximum diameter of diseased aorta on center line was 69 mm. The intended proximal landing zone was zone 5, mid descending aorta to celiac. The intended distal landing zone: zone 10, common iliac arteries, left and right. The elective procedure took place on (B)(6) 2026 under general anesthesia with percutaneous access via the right and left femoral arteries. The patient was prescribed rivaroxaban at the time of the procedure. The total contrast volume was 184 ml. The contrast dose was 2.4 ml/kg. The fluoroscopy time was 73 minutes. The total gray used was 3037mgy. The total dose area product was 227gy*cm2. Fusion was used during the procedure. The patient did not receive any red blood cells, fresh frozen plasma, cryoprecipitate, platelets, or cell saver during the procedure. The estimated blood loss was 0 ml. Cardiac output reduction was not used. Co2 flushing was not used. No neuromonitoring was used during the procedure. The proximal seal zone was the native aorta procedural time (24 hour). The time the patient arrives in the room: 07:54. Time of first incision or arterial puncture: 06:20. Time of last access closure: 11:20. The time patient leaves room: 11:30. The duration of the procedure was 180 minutes. Side branch catheterization and placement of bridging stents was successful. Devices implanted during the procedure: celiac artery: competitor¿s 9 mm x 27 mm stent. The covered stent was not relined with a bare metal stent or extended distally with a bare metal stent. The artery was revascularized with a fenestrated branch device, side branch vascularization and placement of the bridging stent was successful. Stent patency was maintained with normal end artery perfusion. Superior mesenteric artery (sma): competitor¿s 9 mm x 37 mm stent. The covered stent was not relined with a bare metal stent or extended distally with a bare metal stent. The artery was revascularized with a fenestrated branch device, side branch vascularization and placement of the bridging stent was successful. Stent patency was maintained with normal end artery perfusion. Left renal artery: competitor¿s 6 mm x 58 mm stent. The covered stent was not relined with a bare metal stent or extended distally with a bare metal stent. The artery was revascularized with a fenestrated branch device, side branch vascularization and placement of the bridging stent was successful. Stent patency was maintained with normal end artery perfusion. Right renal artery: competitor¿s 7 mm x 57 mm stent. The covered stent was not relined with a bare metal stent or extended distally with a bare metal stent. The artery was revascularized with a fenestrated branch device, side branch vascularization and placement of the bridging stent was successful. Stent patency was maintained with normal end artery perfusion. Right renal artery: competitor¿s 7 mm x 39 mm stent. The covered stent was not relined with a bare metal stent or extended distally with a bare metal stent. The artery was revascularized with a fenestrated branch device, side branch vascularization and placement of the bridging stent was successful. Stent patency was maintained with normal end artery perfusion. Right renal artery: competitor¿s 8 mm x 40 mm stent. The covered stent was not relined with a bare metal stent or extended distally with a bare metal stent. The artery was revascularized with a fenestrated branch device, side branch vascularization and placement of the bridging stent was successful. Stent patency was maintained with normal end artery perfusion. Main aortic custom-made device (cmd): william cook australia, rpn: thoraco-abdominal-side-branch-lp. The delivery and deployment of the main cmd device was successful. Distal aortic cmd: william cook australia, rpn: aaa-bifurcated-graft. The cmd was planned for the patient. The delivery and deployment of the cmd device was successful right iliac artery: cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-24-56-zt. The delivery and deployment of the device was successful. Left iliac artery: cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-24-74-zt. The delivery and deployment of the device was successful. A procedural angiogram was completed on (B)(6) 2026. All stent grafts and intended side branch stents were patent and intact at the conclusion of the procedure. All target vessels were patent. There was no evidence of stent graft integrity issues. A type 1b endoleak from the distal right component was present. The patient was extubated in the operating room. The patient was transferred to the intensive care unit (ICU). On (B)(6) 2026 a post procedure an endovascular aortic repair procedure was completed to address a type 1b distal endoleak on the right zsle-24-56-zt, this resulted in prolonged hospitalization. Follow up CT imaging with contrast was completed on (B)(6) 2026, three days post-procedure. All stent grafts were patent. No stenosis greater than 50% was present. All intended side branch stents were intact. A persistent type 1b endoleak was present. The maximum diameter of the diseased aorta was 71 mm outer wall to outer wall. The patient spent one night in the ICU. The patient was discharged home on (B)(6) 2026, four days post-procedure. A one-month clinical assessment was completed on (B)(6) 2026, four days post-procedure. The patient was prescribed an anticoagulant. There was an indication that a secondary intervention had been performed to treat the endoleak. Additional information was provided on 09-feb-2026 and 13-feb-2026. A graft plan is available for review. Procedural notes are not collected. No additional procedures were performed during the index procedure to address the type 1b endoleak. After the index procedure, the customer indicated a secondary intervention was completed. There was no mention of the patient's vessels being tortuous. In additional information received on 20-mar-2026, it was reported that the patient underwent a secondary intervention on (B)(6) 2026 (10 days post-procedure) to treat the type 1b endoleak, in which two iliac grafts (left and right) were placed. The secondary intervention was deemed successful. This report captures a type 1b endoleak on the left zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-24-74-zt) and was treated in a secondary intervention where two iliac leg grafts were placed on the left and right side.

Manufacturer narrative:
E3: occupation: physician, professor of vascular surgery, principal investigator for MDR-2091. H3: device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.